Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient had gastric bypass surgery and lost a lot of weight which caused migration of the device and right ventricular lead. The lead dislodged and had t-wave oversensing which resulted in several inappropriate shocks to the patient. The device was explanted and replaced. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.